Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Analysis of the pcu event log noted one infusion of methotrexate that was programmed to infuse for 23 hours and 30 minutes. After approximately 9 hours, the user changed the vtbi to 200ml, which made the remaining duration 9 hours and 47 minutes and the infusion went into kvo after 19 hours. After the infusion went into kvo, the user kept adding to the vtbi until the infusion was channeled off after approximately 27 hours. The chemotherapy infusion summarized was initially programmed to infuse for 23 hours and 30 minutes, however the device was channeled off after 27 hours. The starting volume of the fluid container cannot be determined through device logs. The root cause of the customer¿s report of an overinfusion was not identified. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported that an infusion of chemotherapy was programmed to infuse for 27 hours however it completed in 24 hours. There was no patient harm.